Manufacturer narrative:
(B)(4). Device available for evaluation. Correction/additional information/device evaluation. Evaluation of the returned device confirmed the reported of no vibration. The root cause was determined to be a defective vibrator motor.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no vibration. Dexcom has issued an rga for patient to return device to be investigated.